Event description:
(B)(4). My essure was placed (B)(6) 2011! I had no complications or pain when having it inserted! But shortly after that I was experiencing pain in my hands and arms! Enough that I thought something was seriously wrong and went to an oncologist and had full blown blood work done to see what was wrong! They found nothing!!! At the time I was also drinking 1 (B)(6) drink a day for energy! After hearing that they had something in them that deteriorated your muscles, I stopped drinking them! The problem was better but not gone! Eventually, it stopped in my hands and arms but then appeared in my left thigh and has remained there! Just in the last month, I had a very large bruise show up in my left calf and then 3 days later, the bottom of my foot was hurting while I was up on a ladder, so I rubbed my foot on the step of the ladder and as soon as I did, I had a stinging pain that hurt really bad for about 10 minutes, a bloomberg vein or vessel had broke and left a blue know for a few days, still to this day, I have tenderness in my left foot from this! I also have had a chronic cough and asthma symptoms for the last 5 years that will not go away! A few years ago, I went to the ent doctor to see why I was having this and I was told I had acid reflux! I have been to the dermatologist numerous times for small whiteheads that appear constantly and other skin issues that have left scars! I have constant bloating and gas that makes me feel like a hot air balloon all day! A couple of years before I had the essure put in, we adopted our 2 and 3 year old niece and nephew, I quit my job and we were doing a lot of remodeling on our house. Because we had a lot on our plate that was all very new to us I didn't relate the problems I was having to the essure! I have not had a decent night sleep in years and I was experiencing no patience with my kids and just in a bad mood all the time I had to be put on anxiety meds! I still don't sleep; I know now that with all the symptoms I have been having was why I was not myself! Also since having the essure placed, I have had numerous mouth sores, and in the last 2 years, I have had 3 molars break! Also sores on my skin will appear out of nowhere and some will not go away! I have had 2 precancerous spots on my chest and back that I have had to treat with "adera!" In addition to all this, I have been experiencing these side effects as well! Cramping, sharp stabbing pelvic pain, discharge /odor, excessive bleeding during period, night sweats, loss of libido, painful periods, painful intercourse, sexual dysfunction, urgent frequent urination, vaginitis, vaginal sores, breast pain tenderness, back, joint, chest, leg, breast neck pain, face pain, all over body aches and pain, nausea, belching, gas, and bowl issues/diarrhea, severe bloating, metal taste in mouth, heart burn, dizziness, tingling sensations, numbness of my feet and hands, nerve pain neck and left leg, brain fog cloudiness/forgetfulness, anxiety attacks, mood swings, depression on occasion, numbness in the left thigh, mood disorder, sensation of stinging and pricking skin, tremors when I'm really cold, unexplained easily bruising, heavy periods and clotting, heartburn , acid reflux, coughing/phlegm, asthma like symptoms for years, sinus congestion, acne/ cold sores, skin irritation/ itching/ sores come from no where, dental issues (3 molars have broke in the last year, mouth sores, insomnia, weight gain, muscle spasms, blurred vision and see stars occ., dry hair, dry skin, skin around my left eye is a purplish tint; the white part of my eye changing color; cysts growing on the top of my right middle finger below the knuckle (had them surgically removed twice from the same area). Raynaud's syndrome, myasthenia gravis, itp (idiopathic thrombocytopenia purpura).